Manufacturer narrative:
H3. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, (B)(4)retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10

Event description:
It was reported that while using the bd vacutainer® sst blood collection tubes that there was foreign matter in tube; biological and nonbiologica. The following information was provided by the initial reporter: customer reports too many cases of micro-fibrin in this batch. 11 have presented fibrin.

Manufacturer narrative:
E.4 initial reporter phone #: (B)(6). E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst blood collection tubes that there was foreign matter in tube; biological and nonbiologica. The following information was provided by the initial reporter: customer reports too many cases of micro-fibrin in this batch. 11 have presented fibrin.